Event description:
It was further reported that the pump was explanted as the patient had the pump ¿dropped all the way back down to 2 for the whole day¿ and the patient went into withdrawal for approximately six weeks.

Event description:
It was reported that a critical alarm had occurred, confirmed by telemetry, but the patient had not heard the alarm. Telemetry confirmed a reset occurred-low battery, and that safe state had occurred. The patient had a refill on the date of this report and this alarm was noted at that time. Safe state had occurred on (B)(6). Reportedly this patient did have a dye study on (B)(6) and about one minute after the dye study the pump restarted and the rest occurred. The logs noted low battery-reset occurred and that this put the pump in safe state. The patient was scheduled for a pump replacement on (B)(6) 2013. The surgery had been delayed as the patient had other medical issues. The patient¿s family reported that the patient was in more pain and did have withdrawal symptoms right after the dye study. A physician was concerned that the patient would not be able to be weaned enough before the pump needed to be replaced as the previous plan was to replace the pump and then wean the patient. The reporter noted at this point the patient was now weaned off the medication and the reporter was to discuss with the physician if the pump would be removed or replaced. The elective replacement interval (eri) was noted as one month. The reporter inquired about the low battery. This device system had delivered clonidine and dilaudid. It was further reported that the patient had a refill appointment and was told that ¿there was very little used¿ of the medication in the pump. The dye study that was performed on (B)(6) 2013 and the results of the study noted the catheter was ¿all right.¿ when the patient returned home from the dye study he experienced withdrawal symptoms and was ¿sick as a dog¿ and was aching and shaking. These symptoms had lasted for a ¿couple weeks.¿ reportedly, the patient was currently ¿down to the minimum¿ and there was a tentative date to have the pump removed. The patient was displeased with the managing physician but declined information pertaining to physician listing. It was noted that this patient was extremely difficult to understand. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient was still experiencing withdrawals since the pump explant two weeks prior. The pump was not replaced. The patient stated the explanted pump had not been delivering the medication.

Event description:
It was further reported that the patient felt the company should have a better way to notify the patient. The example provided was "when a car has a defect the company send a letter to the dealership and then they send a letter to the person." The patient stated he would ¿spread the word¿ not to get the company¿s products.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013 a dye study was performed because the patient was experiencing ¿different issues.¿ right after the dye study a prime bolus was performed and the pump went into a low battery/safe state condition as previously noted. Around that same time the patient was "really sick¿ and also had pneumonia. The reporter stated in hindsight, the patient was probably going through withdrawal. The pump was reported as explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant proudct: product ID; 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was further provided that when this event first occurred they did a check on the catheter and at that time the pump was not due for a fill so the person who fills the pump reportedly said the patient was ok. When the patient came back for the fill, at that time they did the catheter check and ¿it shut itself down to 2 mg from 22 mg.¿ the patient experienced withdrawals and a lot of suffering as they did not know anything was wrong. Reportedly, the explant occurred on (B)(6) 2013. The patient felt he should be compensated for the pain and suffering. Reportedly when this all happened, it was the first time the physician addressing the issue had worked with the patient.

Manufacturer narrative:
Analysis of the pump revealed the pump battery had high resistance. An incomplete catheter, returned in segments, was also an alyzed and had acceptable testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.